Manufacturer narrative:
The company representative examined the system and could not replicate the reported event. Preventive maintenance was performed. The system was then tested and met all product specifications. No parts were replaced, no samples were returned for evaluation, and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).

Event description:
A nurse reported a system message was received multiple times during a procedure. Each time an error message was displayed, the system was reinitialized and would then function normally. This event caused a delay of 30 minutes. There was no patient harm or cancellations reported.